Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported motor error alarm while trying to change his infusion set. The customer stated the alarm also occurred when he was checking his bolus history. Customer's blood glucose was 209 mg/dl. The customer stated he didn't' have his insulin pump on him for an hour prior to the alarm occurring. The customer stated he was able to rewind the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.